Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that "the first pump was not fully anchored." Troubleshooting was not required.